Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photograph confirmed tears in the pump cable. A specific cause for the superficial damage to the pump cable could not be conclusively determined through this evaluation. The observed tears were reportedly repaired with rescue tape. The submitted log files contain data with a driveline power fault coincident with a power b broken fault active. All driveline power faults were due to a broken wire within the modular cable. The alarms resolved when the modular cable was exchanged. Refer to the modular cable investigation for more information. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5, ¿surgical procedures¿, cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6, ¿patient care and management¿, cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline" and notes that damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ this section also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also currently available. Section 4, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. This section also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it¿. Section 5, ¿alarms and troubleshooting¿, cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller was disconnected from the patient and log files were downloaded. The event log captured driveline power b faults on (B)(6) 2023. The driveline was disconnected shortly after. The patient's controller was exchanged, which seemed to have resolved the issue. The log file captured more driveline power b faults on (B)(6) 2023. It was suggested to replace the modular cable. Submitted photos revealed a tear in the pump side of the driveline outer jacket which was repaired with rescue tape. X-ray images of the driveline showed some inconsistencies and the issue was thought to be proximal to the modular cable. Replacing the modular cable seemed to have resolved the issue and no new driveline power faults were seen. Related MFR: 2916596-2023-05848.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.